Event description:
It was reported that the procedure was to treat a very small, chronic totally occluded left superficial femoral artery (sfa). Pre-dilatation was performed with a non -abbott 5.0 x 120 mm balloon catheter inflated to just past nominal pressure. A 4.5 x 120 supera stent was deployed in the distal sfa without issue. A second 4.5 x 120 mm supera delivery system was being deployed in the mid sfa when with 20-30 mm of the stent implant still in the sheath the thumbslide continued to move; however, the ratchet could not grab the stent to push it out. The deployment lock was locked and unlocked several times and several attempts were made to move the thumbslide but the stent implant still could not be deployed. It was decided to remove the stent and catheter together when the tip separated inside the catheter. An attempt was made to remove the introducer sheath when the tip dislodged out of the sheath and migrated to the lower leg. The left femoral was accessed and several attempts were made to snare the tip from the lower leg; however it could not be removed. The tip was finally removed by using a non-abbott embolic protection device. Forceps were then used to grasp the supera stent and sheath to remove them together from the anatomy. A new supera was successfully used to complete the procedure. There was a clinically significant delay in the procedure as it took several hours to complete. The patient is fine and in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f x 45 terumo; stent: supera 4.5x120. Evaluation summary: the device was returned and the reported deployment difficulty and tip detachment was confirmed. A review of job traveler revealed no non-conformances. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.